Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a raw spot under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s health care staff placed a pad over the raw spot. Follow up indicated that the skin irritation improved.